Manufacturer narrative:
Batch review performed on 25 may 2022. Lot 2105334: (B)(4) items manufactured and released on 07-jun-2021. Expiration date: 2026-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event during the period of review. Investigation performed by r&d project manager. From the description of the event it is not possible to establish the real cause for the tibia plateau fracture. The additional information from the agent highlights the surgeon's request to have a tibia keel preparation line to line with final implant; in addition the surgeon do not want to place the implant with a 1 mm offset from the sagittal tibial resection. The current moto tibia finishing devices (tibia templates and trial tibia baseplate) have been designed to guarantee a final implant positioning with 1 mm of offset from the sagittal resection; we could imagine that the surgeon may tried to put the final implant in contact with sagittal plane, forcing the final position. If so, the keel preparation is 1 mm far from the implant keel and , during implant impactions, the implant keel could have generated the subchondral fracture.

Event description:
Revision due to tibial bone fracture 3 weeks after primary. The surgeon used a plate and screws to fix the fracture. Following the fracture repair, the surgeon replaced the tibial insert.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director on 2 september 2022: few weeks after uka, a bone fracture of the tibial plateau occurs, causes undescribed. The surgeon repairs the fracture using synthesis products by a different manufacturer. As customary, the tibial insert is replaced. The metallic components seemed to be working properly and were left in place. No radiographs were supplied, therefore the analysis is based only on the narrative in the report.